Event description:
The plaintiff was implanted with an ams perigee graft on (B)(6) 2006. The plaintiff's attorney alleged that the plaintiff has "suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.